Manufacturer narrative:
Initial reporter occupation: consultant.

Event description:
Information was received indicating that remodulin leaked from a little hole in the filter on her smiths medical cadd extension set tubing. The patient noticed the leak after finding a wet spot on her shirt and she could not breathe. The patient had changed her tubing the day before and there was no leaking. The patient also reported that this isn't the first time her tubing has leaked. She mentioned that she had experienced leaking with every other tubing she used since (B)(6) 2020. The patient was able to continue the life sustaining infusion by changing the tubing.